Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain the type of insulin therapy the customer is using; however, no response was received.